Event description:
A report was received that on the 2nd stage of the ipg implant procedure on (B)(6) 2019, the physician assessed through fluoroscopy image the right brain lead placement was lower than anticipated. The physician decided to reposition the lead and move it up 5mm. Patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 23537355. The devices were not returned to bsn. A review of the manufacturing documentation for the lead and the burr hole cover revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that on the 2nd stage of the ipg implant procedure on 10sep2019, the physician assessed through fluoroscopy image the right brain lead placement was lower than anticipated. The physician decided to reposition the lead and move it up 5mm. Patient was doing well post operatively.